Event description:
Caller reported aviva system blood glucose results of "380 range" mg/dl, "240's range" mg/dl, "200's range", and 98 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.